Event description:
Arthritis [arthritis]. Pain [pain]. Swelling [swelling]. Case description: spontaneous report as received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous medical device implantation with synvisc on (B)(6) 2011. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection. The lot number for synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis. On the same day, 12 hours after the injection, pain and swelling developed and the pt was hospitalized to have lavage under arthroscope. Fluid culture test found negative. The action taken with synvisc treatment was not provided. The outcome for the events of pain and swelling was not provided. The event of arthritis was not recovered. Concomitant medications were not provided. The intensity for the events of pain, arthritis and swelling was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The relationship between synvisc and the events of pain and swelling was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.